Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), salpingitis ('mild inflammation of fallopian tube') and pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous (date of live births: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), anxiety, depression, papanicolaou smear abnormal, hypothyroidism, disorder endocrine, metabolic disorder, hemorrhage (nos) and pneumonia. Previously administered products included for an unreported indication: pill, mirena and depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine / headache"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain (10 lbs)"). The patient was treated with tizanidine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, salpingitis, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal, fatigue, bacterial vaginosis, female sexual dysfunction, headache and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, abdominal pain lower and back pain had resolved and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Current weight 135 lbs. Discrepancy noted on pregnancy date (B)(6) 2017 and pregnancy type (ectopic and spontaneous abortion) she received treatment for -vaginal bleeding, bacterial vaginosis, retainer date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral occlusion. Concerning the injury reported in this case, the following one were described in patient medical history confirming pelvic pain, dyspareunia, dysmenorrhea, salpingitis. Lot number: 12420991 manufacturing date:2002-07 expiration date: 2004-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), salpingitis ('mild inflammation of fallopian tube') and pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous (date of live births: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), anxiety, depression, papanicolaou smear abnormal, hypothyroidism, disorder endocrine, metabolic disorder, hemorrhage (nos) and pneumonia. Previously administered products included for an unreported indication: pill, mirena and depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine / headache"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain (10 lbs)"). The patient was treated with tizanidine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, salpingitis, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal, fatigue, bacterial vaginosis, female sexual dysfunction, headache and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, abdominal pain lower and back pain had resolved and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, salpingitis, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Current weight 135 lbs. Discrepancy noted on pregnancy date (B)(6) 2017 and pregnancy type (ectopic and spontaneous abortion). She received treatment for -vaginal bleeding, bacterial vaginosis, retainer date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral occlusion. Concerning the injury reported in this case, the following one were described in patient medical history confirming pelvic pain, dyspareunia, dysmenorrhea, salpingitis. Lot number: 12420991, manufacture date: 2009-11, expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Event "mild inflammation of fallopian tube", rcc and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (date of live births: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), anxiety, depression, papanicolaou smear abnormal, hypothyroidism, disorder endocrine, metabolic disorder, hemorrhage (nos) and pneumonia. Previously administered products included for an unreported indication: pill, mirena and depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine / headache"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain (10 lbs)"). The patient was treated with tizanidine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, abdominal pain lower and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal, fatigue, bacterial vaginosis, female sexual dysfunction, headache and weight increased outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Current weight 135 lbs. She received treatment for -vaginal bleeding, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral occlusion. Concerning the injury reported in this case, the following one were described in patient medical history conforming pelvic pain, dyspareunia, dysmenorrhea, lot number: 12420991, manufacture date: 2009-11. Expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: event outcome of vaginal discharge was changed from unknown to recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (date of live births: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), anxiety, depression, papanicolaou smear abnormal, hypothyroidism, disorder endocrine, metabolic disorder, hemorrhage (nos) and pneumonia. Previously administered products included for an unreported indication: pill, mirena and depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine / headache"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain (10 lbs)"). The patient was treated with tizanidine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal pain lower and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal, fatigue, bacterial vaginosis, female sexual dysfunction, headache, vaginal discharge and weight increased outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Current weight 135 lbs. She received treatment for -vaginal bleeding, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral occlusion. Concerning the injury reported in this case, the following one were described in patient medical history conforming pelvic pain, dyspareunia, dysmenorrhea. Lot number: 12420991, manufacture date: 2009-11, expiration date: 2012-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 24-year-old female patient who had essure (batch no. 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (date of live births: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), anxiety, depression, papanicolaou smear abnormal, hypothyroidism, disorder endocrine, metabolic disorder, hemorrhage (nos) and pneumonia. Previously administered products included for an unreported indication: pill, mirena and depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/miscarriage"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine / headache"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain (10 lbs)"). The patient was treated with tizanidine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, abdominal pain lower and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal, fatigue, bacterial vaginosis, female sexual dysfunction, headache and weight increased outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Current weight 135 lbs. She received treatment for -vaginal bleeding, bacterial vaginosis, retainer date (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral occlusion. Concerning the injury reported in this case, the following one were described in patient medical history conforming pelvic pain, dyspareunia, dysmenorrhea, lot number: 12420991. Manufacture date: (B)(6) 2009. Expiration date: 2012-07. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event ectopic pregnancy was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (date of live births: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010.), anxiety, depression, papanicolaou smear abnormal, hypothyroidism, disorder endocrine, metabolic disorder, hemorrhage (nos) and pneumonia. Previously administered products included for an unreported indication: pill, mirena and depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine / headache"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain (10 lbs)"). The patient was treated with tizanidine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal pain lower and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal, fatigue, bacterial vaginosis, female sexual dysfunction, headache, vaginal discharge and weight increased outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Current weight 135 lbs. She received treatment for -vaginal bleeding, bacterial vaginosis, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: bilateral occlusion. Concerning the injury reported in this case, the following one were described in patient medical history conforming pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received- lot number was added. New event vaginal bleeding, bacterial vaginosis, apareunia, vaginal discharge, weight gain, lower back pain, lower abdominal pain were added. Concomitant drug and condition, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), nausea ("nausea"), migraine ("migraine") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, vaginal infection, nausea, migraine, hormone level abnormal and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection, nausea, migraine, hormonal changes, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Case became incident. Injury nos was replaced with new events: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, pregnancy, device ineffective, spontaneous abortion, menorrhagia, vaginal infection, headaches, nausea, migraine, hormonal changes, fatigue. Date of removal, patients dob and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.